Event description:
Customer reported the blood administration set separated at the upper fitment during an infusion. The unit of blood was wasted, a new bag was hung and the infusion restarted without incident. There was no patient or staff harm, and no medical intervention required. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.